Event description:
(B)(4). Initially I had no concern or problems but I have developed problems and health issues over the years that are getting worse. I have digestive issues and skin problems that are very much like candida type problems that have not really improved with a diet change. I have pelvic pain, especially for the past almost three years and lately the past few months pretty bad that I double over in discomfort. I have chronic headaches, sinus issues, allergies and sneezing almost all year long and have rashes and hives often and always just generally itchy. The list goes on but that's the just of the most common things.